Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse was able to verify the error in the error log. The error was reproduced immediately upon start up. Fse noticed the injection valve was not moving and tried to reset the injector valve from the maintenance menu. Error 718 occurred and there was no movement from the injector valve. Fse replaced the injector valve and ran the instrument without any further 718 error messages. The customer was also getting error 706 syringe-l. Fse then cleaned and lubricated the large syringe guiding rail and the lead screw. Fse ran quality controls and found that the first control sample results had low areas. Fse then replaced the injector valve rotor and seal. The customer prepared and ran calibrators and quality controls with acceptable results. Fse ran precision without any issue. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 14596703 from 19-sept-2017 through aware date 19-oct-2018. There were two complaints, including this ticket, with the reported event identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. 718 inj.valve error the injection valve is operating abnormally. The rotor seal of the valve requires replacement. If the error occurs many times, contact technical support. The most probable cause of the 718 inj valve error has not yet been determined. The investigation is in progress.

Event description:
A customer reported getting 718 inj valve error message on the g8 instrument. The customer tried to power the instrument on and off but the error occurred. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the 6-way valve motor assembly and the rheodyne valve rotor and stator were returned for evaluation. Functional testing was performed on the 6-way valve motor assembly and the testing instrument gave a 718 inj valve error. The reported event was duplicated. The part failed testing. Functional testing was performed on the rheodyne valve rotor and stator. The part was cycled several times and pump pressure was maintained. The issue could not be duplicated. The part passed testing. 6 way valve motor assembly evaluation h6 evaluation codes: method: 4109 historical data analysis; 10 testing of actual/suspected device, results: 180 mechanical problem identified, conclusion: 4307 caused traced to component failure. Rheodyne valve rotor and stator evaluation method: 4109 historical data analysis; 10 testing of actual/suspected device, results: 213 no device problem found, conclusion code: 4315 cause not established. The most probable cause of the reported event was due to a bad 6-way valve motor assembly.